Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention will issue a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, the coil prematurely detached during positioning. A portion of the coil remained within the microcatheter and was removed as a system. The remaining portion of coil was removed using a catching tool. No patient harm or injury was reported. The patient was reported to be fine.

Event description:
See h10

Manufacturer narrative:
The investigation of the returned coil system found the implant coils damaged with deformed loops and separated from the pusher. The pusher was not returned for evaluation; however, the investigation of the implant found the monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.